Event description:
It was reported that following an inability to communicate with his transmitter, the asymptomatic patient presented for a follow up in clinic and an error message confirmed backup vvi on the implantable cardioverter defibrillator (ICD). The cause of the backup vvi was unknown. A device restoration was performed. The patient was stable with no consequences.